Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber tip broke off inside the patient. The fiber tip was retrieved using graspers. The fiber was exchanged and the second fiber was used to complete the procedure. There was no harm to the patient due to this incident.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 63,826 joules and 12 minutes the fiber tip broke off inside the patient. The fiber tip was retrieved using graspers. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no harm to the patient due to this incident.

Manufacturer narrative:
Event description: updated. Ddevice returned to manufacturer: updated. Device returned for evaluation: updated. Device evaluation codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber is broken and fractured at open end of metal cap. The fiber proximal to fracture can rotate independently of outer flow tubing. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The distal tip of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end is torn off from fiber. The outer flow tubing open end portion is adhered to the metal cap and exhibits signs of melting and stretched. The outer flow tubing fiber break location appears stretched. Based on device analysis, the potential for forward firing may exist. It cannot be determined if the fiber tip detachment was due to excessive manipulation of fiber or acceleration of cap wear. An evaluation conclusion code of cause not established was assigned to this investigation.